Event description:
It was reported that the user experienced hyperglycemia recorded at 400 mg/dl associated with an ilet insulin delivery issue due to a leaking cartridge, where the plunger was found halfway up the cartridge and insulin was pooling in the chamber; the user removed the cartridge and supplies, performed an additional supply change, and received education that removing the cartridge before rewinding could impact function. Customer care provided support that included technical troubleshooting focused on cartridge handling and supply change procedure. Investigation of this case revealed a likely leak and unintended plunger position within the cartridge assembly consistent with improper handling during the rewind sequence, with no evidence of cartridge overfill or off-label refilling. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included troubleshooting and user education without hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was user handling during setup leading to a compromised cartridge seal and delivery interruption.